Manufacturer narrative:
Concomitants: serial #: (B)(4) category #: 200-02-35 - three peg patella 35mm, serial #: (B)(4) category #: 521-78-32 - threaded pin size 3.0 collarless 2pk, serial #: (B)(4) category #: 201-78-15 - holding pin mini sharp point 4 pk, serial #: (B)(4) category #: 521-78-23 - threaded pin size 2.3 collared 2pk, serial #: (B)(4) category #: 02-022-45-2020 - truliant tib fit tray cem sz 2f / 2t, serial #: (B)(4) category #: 02-020-11-0220 - truliant ps cem fem ps cem left sz 2, serial #: (B)(4) category #: 203-96-64 - sawblades ez1913.m62 90x19, 1.27mm strkr5/6/7.

Event description:
It was reported via clinical study, that the 50 yo female patient was experiencing instability total knee arthroplasty. The date of adverse event onset is (B)(6) 2020. The patient was treated with conservative measures over the last year consisting of activity modification, assistive device use, nsaids, pt, and weight loss attempts were unsuccessful, and gross global extension and flexion instability were observed. Physician endorsed synovectomy and liner exchange. The patient was revised on (B)(6) 2020. The patient¿s outcome was last known as resolved on (B)(6) 2020.

Manufacturer narrative:
Section h10: (h3) the cause of the patient¿s knee instability and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. The patient has lupus which is a cause of ligament and joint maladies. These devices are used for treatment not diagnosis. Section h11: *the following sections have corrected information: (b5) describe event or problem: it was reported via clinical study, that the 50 yo female patient was experiencing instability total knee arthroplasty. The date of adverse event onset is 02/20/2020. The patient was treated with conservative measures over the last year consisting of activity modification, assistive device use, nsaids, pt, and weight loss attempts were unsuccessful, and gross global extension and flexion instability were observed. Physician endorsed synovectomy and liner exchange. The patient was revised on (B)(6) 2020. The patient¿s outcome was last known as resolved on (B)(6) 2020. The case report form indicates this event is unlikely not related to device and unlikely related to procedure. (D1) brand name: truliant tib imp ps insert sz 2 9mm.

Event description:
It was reported via clinical study, that the 50 yo female patient was experiencing instability total knee arthroplasty. The date of adverse event onset is 02/20/2020. The patient was treated with conservative measures over the last year consisting of activity modification, assistive device use, nsaids, pt, and weight loss attempts were unsuccessful, and gross global extension and flexion instability were observed. Physician endorsed synovectomy and liner exchange. The patient was revised on (B)(6) 2020. The patient¿s outcome was last known as resolved on (B)(6) 2020. The case report form indicates this event is unlikely not related to device and unlikely related to procedure.